Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial lot reported is not valid for monocryl, can you clarify the lot number for monocryl y936?

Event description:
It was reported that patient underwent unknown procedure on (B)(6) 2017 and suture was used. The needle detached from suture thread after only one pass. Another device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: initial lot reported is not valid for monocryl, can you clarify the lot number for monocryl y936? -the product specialist is unable to confirm the correct device/ lot number. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.